Event description:
It was reported that the pump was alarming "no disposable; pump will not run" and had double beeping. Pump stopped and settings reviewed. Powered down. Line clamped and cassette removed. Tubing massaged. Air noted in line. Green tab depressed. Reconnected cassette and powered on pump. Double beep persisted. Removed cassette and tapped on hard surface. Reconnected and attempted to start pump but continuing to alarm no disposable pump will not run. Pump powered off. Line clamped. They were aware of time sensitive nature of drug. Reservoir volume was 83.5, rate was 0.6 ml/hour, given was 17.5. This event occurred at the patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.